Manufacturer narrative:
(B)(4). Conclusion : attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot number/(s): not sure. Did the fixation tab break during use on patient? Yes. Was there any adverse patient consequences? No. Are representative samples available for evaluation? No.

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on (B)(6) 2016 and suture was used. During use, the tab broke off the device on two occasions. A third device was used to complete the procedure. No adverse patient consequence reported. Additional information has been requested.